Manufacturer narrative:
A software investigation was initiated via reproducibility methodology. It was determined that there was no issue with the software, the event was a hardware related issue as the biomed re-seated the cable and that resolved the issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that at the start of a fess case the system rebooted itself two times. The biomedical engineer stated that the power cable was loose where it plugged into the isolation transformer. The biomed reseated the cable, which resolved the issue. There was a delay to the procedure of 3 minutes. There was no reported impact on patient outcome.